Manufacturer narrative:
(B) (4).

Event description:
Procedure type: laparoscopic nephrectomy. According to the reporter: after the trocar was inserted, when it was locked, plastic piece of outer cylinder fell into the pt cavity. Used another device. The piece could be retrieved. No bleeding. No tissue damage. Not extended more than 30 mins. No pt injury was reported. No pt info available.